Event description:
Intl customer reported that the device failed to drain after the attached drain was milked. The reservoir was removed from svc and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mgf records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.